Manufacturer narrative:
The field service engineer (fse) did not find a cause for the issue. The fse flushed the rinse mechanism, sample and reagent probes and checked the internal volumes. The external sample probe wash was adjusted and the rinse mechanism tubings were re-routed. A 21-cup precision test was performed. Calibration and qc were acceptable. No issues were identified during a review of the alarm trace. The service actions resolved the issue. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for crep2 creatinine plus ver.2 (crep2) on a cobas 6000 c (501) module. The initial result was 0.72 mg/dl. This result was reported outside of the laboratory where the doctor requested a rerun. On (B)(6) 2020 the repeat from a different instrument was 1.72 mg/dl. The repeat from the c501 module in question was 1.77 mg/dl. The result of 1.77 mg/dl was believed to be correct and was reported outside of the laboratory. The crep2 reagent lot number was 477560. The expiration date was not provided.